Manufacturer narrative:
Investigation is underway.

Event description:
As reported from edwards lifesciences affiliate in canada, regarding post implant of an alterra adaptive prestent, post implantation severe parastent-regurgitation leak was noted around the alterra implant causing severe pulmonary insufficiency. The patient was surgically treated to explant the device with success. As per medical opinion, the root cause of the event was that the present was not implanted in the optimal location within the landing zone which resulted in the alterra present canting. The sapien 3 valve was noted to be functioning properly within the prestent.

Manufacturer narrative:
The device remains implanted therefore could not be returned for evaluation. The reported events were unable to be confirmed. In this case, there was no allegation a device malfunction contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, there was severe parastent-regurgitation leak occurring around the alterra implant causing severe pulmonary insufficiency and that the landing zone was missed with the alterra prestent resulting a canting of the alterra stent with the distal apices partially in the proximal rvot to the patient right, the leftward apices were above the annulus. Per training manual: while maintaining back tension on the delivery system begin to rotate the deployment wheel towards the open alterra (counterclockwise) until the alterra beings to flower out of the delivery system. Retract the delivery system and position the alterra at the intended landing zone. Assess deployment position using angiography at or before 65% deployment. It is possible the training manuals instructions were not followed to reposition the prestent and the prestent landing zone was missed. Due to malpositioning of the prestent, the alterra was deployed canted, compromising the seal between the alterra and annulus and lead to parastent leakage. A definite root cause was unable to be determined at this point. However, it is possible that use error (not follow instructions, improper placement of prestent) have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.